Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on september 9, 2010 that a graspit urological grasping forceps was used in a "right rigid flexible ureteroscopy laser to stone and insertion of stent" procedure performed on (B)(6) 2010. According to the complainant, the device "may have broken" inside the patient during the procedure. The procedure was completed "as normal, with concern raised about instrument bit left in collecting system." It is unknown if any portion of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "clinically well." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a graspit urological grasping forceps was used in a "right rigid flexible ureteroscopy laser to stone and insertion of stent" procedure performed on (B)(6), 2010. According to the complainant, the device "may have broken" inside the patient during the procedure. The procedure was completed "as normal, with concern raised about instrument bit left in collecting system." It is unknown if any portion of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be clinically well. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a graspit urological grasping forceps was used in a "right rigid flexible ureteroscopy laser to stone and insertion of stent" procedure performed on (B)(6), 2010. According to the complainant, the device "may have broken" inside the patient during the procedure. The procedure was completed "as normal, with concern raised about instrument bit left in collecting system." It is unknown if any portion of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'clinically well.' Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Based on the analysis, it has been determined that the grasper did not detach from the drive wire. However, a kink was present in the distal end of the outer sheath, and the grasper tip became bent. The kink and bend would not allow the grasper to extend from the outer sheath. Further attempts to operate the device caused the outer sheath to stretch. Once the sheath was stretched to a point that the grasper was no longer visible, the clinician may have assumed the grasper had detached. The kink and bend at the distal end of the device were most likely caused when inserting the device into the scope, or while positioning the device to capture the stone. Therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
It was reported to boston scientific corporation on september 9, 2010 that a graspit urological grasping forceps was used in a "right rigid flexible ureteroscopy laser to stone and insertion of stent" procedure performed on (B)(6) 2010. Changed to: it was reported to boston scientific corporation on september 9, 2010 that a graspit urological grasping forceps was used in a "right rigid flexible ureteroscopy laser to stone and insertion of stent" procedure performed on (B)(6) 2010. Additional information received indicates the patient "has now gone through another procedure and no traces could be found at this time."